Manufacturer narrative:
One powermax elite motor drive unit, part number 72200616 was received on august 10, 2017 and confirmed to be serial number (B)(4). Complaint of overheating was confirmed. Cause of overheating is a corroded motor/gearbox. The motor/gearbox was removed from the housing. The gearbox was removed from motor. The cable assembly and motor passed functional testing. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported that the mdu was overheating. The procedure was completed with a backup device of the same model. No injuries or complications were reported.